Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a power up failure. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/3233). A getinge field service engineer (fse) was dispatched to evaluate this unit. After various tests and tests, a fault was found on manifold drive k6/k7/k8 that prevents the machinery from starting. The repair is pending due to the arrival parts. A supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
During use on a patient, the cs300 intra-aortic balloon pump (iabp) had a power up failure. The fault did not cause damage to operators or to the patient as the pump was immediately replaced.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g2, g3, g6, h2, h3, h4, h6, h11. Corrected fields: d4. A getinge field service engineer (fse) evaluated the unit and found after various trials and tests, a fault was detected on manifold drive k6/k7/k8 which prevents the machine from starting. The fse replaced both the pcb color video board, drive manifold and both pcb keypad controller board. Functional checks and diagnostic tests. Operational tests carried out with positive results.